Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient was given over the counter (otc) medication as ordered by the physician and the patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last couple of weeks.